Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the 2 handles were jammed when loading and unloading the sutures. There was no patient injury.